Manufacturer narrative:
The device has not been returned to resmed for investigation. However, the device was manufactured by resmed in accordance to the dentist's prescription. Based on the info provided by the dentist, this pt had previous orthodontic work and was using another mrd device for 8 yrs prior to using the narval device. It is unk if the previous device loaded or applied pressure to the incisors. The design of the narval device does not traditionally load the incisors. It is designed to rest on the most solid teeth (the upper maxilla at the canines and on the mandibular molars). The design also advances the mandible as parallel as possible to the pt's occlusal plane, thereby reducing local forces and pressure on individual teeth or dental segments, thereby limiting the risk of movement. Furthermore, the prescribing dentist is able to easily control and modify the degree of mandibular advancement which can also reduce the forces directed to the teeth. Narval instructions include a warning statement that "use of the device may cause: tooth movement or changes in dental occlusion." The pt is currently on therapy and using his former device.

Event description:
It was reported to resmed that a pt wearing a narval mandibular repositioning device (mrd) had significant teeth movement after three weeks of use.